Event description:
Handle cover of mics fell off with screw. Screw promptly found and removed from sterile field. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that the mics handle cover of mics fell off with screw. Screw promptly found and removed from sterile field. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review device history records indicate 25 devices were manufactured under lot k0ba0 and all 25 devices were accepted into final stock on 05/29/2018. No non-conformances were identified during inspection. Complaint history review a review of complaints in in catsweb and trackwise related to p/n (B)(4) prodex lot k09q6 shows 02 additional complaint related to the failure in this investigation. Complaint pr: (B)(4).conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1429704 and CAPA 1452931 are associated with the failure mode reported in this event.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿.

Event description:
Handle cover of mics fell off with screw. Screw promptly found and removed from sterile field. Case type: tka.